Event description:
A facility reported a cable failure error was displaying on the cerelink monitor. Customer replaced the yellow transducer cable, but was still getting the message afterwards. It was rebooted, same message. Reboot again disconnecting all cables, same message. Tried various ways of rebooting but kept on getting message. The cable was swapped again and the cerelink monitor but couldn't resolve the issue. Sensor was not replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Cerelink sensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for this issue reported by the customer could be due to inappropriate technique for assembly and use of the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.